Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and was experiencing inadequate pain relief. Th patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.